Event description:
Add info received: there was no injury in this case.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, completed navigation accuracy check during previously scheduled preventive maintenance. Found accuracy to be within specifications. There were no loose screws or pieces that detached from o arm. Completed system checkout, system functions normally. Codes: b01, c19, d15 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000555. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system regarding unknown procedure. It was reported that the while taking a spin, "some screws fell out of the system and somehow the patient got injured or something fell on them". The site stated that field service engineer was present for this issue and immediately began repairing the system. No other information was given to the site at the time of the call. Patient present. The site stated that they were still worried about the system and were refusing to use it until it had received a full system checkout. Patient was present. Unknown when the issue occurred.there was unknown surgical delay and impact on patient outcome.